Event description:
Event description guidant received information that this atrial lead repeatedly dislodged and was repositioned. The physician believed that this was due to the condition of the patient's heart wall. Additionally, this patient suffered an episode of ventricular tachycardia and was externally defibrillated, after which time, both the atrial and ventricular lead exhibited an impedance measurement of greater than 3000 ohms. The leads were explanted and replaced.